Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the reported malfunction. The fse found blood stains in the filter of the blood detect tubing. The fse replaced the safety disk (0997-00-0985-01), condensate removal module (0997-00-0986-01), and blood detect tubing assembly (0008-00-0312). Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), the end user suspected that there was blood in the unit. There was no patient harm reported.